Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The expected infusion time was 48 hours. The actual infusion time was almost 96 hours. The drug being infused was 5fu 112.6 ml and nacl 0.9% 130.4 ml. Total fill volume 243 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.